Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A surgeon reported a patient with increased astigmatism following refractive treatment. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The system history shows no abnormalities that could have contributed to this event. Based on the provided information, no clinical evaluation can be made. With mixed astigmatism accommodative influences should also be considered but no cyclo refraction is given, so nothing can be said about this. Information that is provided shows a -1.5d x 85.7 corneal cylinder from a pentacam.. A manifest refraction from an unknown date shows +0.75 -2.50 x 85. Another manifest refraction shows +1.00 -2.75 x 90. The treatment report from that same day shows that +1.25 -3.00 x 90 has been entered into the laser. The selected sphere might be a result of the age of the patient but the cylinder should rather have been reduced. However this does not explain the amount of overcorrected cylinder. The root cause could not be identified conclusively. (B)(4).

Event description:
Additional information received; the patient is doing well and has had no further complaints. The involved eye was the left eye.